Event description:
Ous MDR - an error message regarding the battery was noted. A memory dump was performed. This is all of the available information at this time. All available information suggests this device remains implanted. If additional information is provided, this event will be updated.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis therefore, based on the existing production documents and the returned data. The manufacturing process of this device was reviewed. The production documented showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. The returned data was analyzed. The analysis of the existing data shows that the device measures a battery voltage that is too low. To prevent potential damage to the patient, we therefore recommend to exchange the device as a precaution and to send it back to biotronik for analysis. Of course, this recommendation can never replace the medical assessment by a physician and consideration regarding the individual circumstances of the patient.